Manufacturer narrative:
Cause: our importer teladoc conducted an investigation of the original blood pressure monitor and found no issues. The device performed within its specified accuracy range. For transtek, there are some similar claims from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description: manufacturer narrative (provided by teladoc), the patient was sent a replacement blood pressure monitor. The original monitor was inspected, and no issues were found during our internal investigation process. The devices functioned as intended. Event description: patient compared the teladoc blood pressure monitor simultaneously to a manual reading at his doctor's office. The teladoc blood pressure monitor was 20 points higher. Patient didn't receive any medical treatment based on the product malfunction.